Event description:
Per the clinic, the patient developed cholesteatoma due to middle ear infections. The device was explanted (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 5, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 17, 2022.